Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display as the battery cap will not close. The customer¿s blood glucose level was unknown. The customer states that the pump was cracked along the battery compartment side and she was not able to close the battery cap which means the pump was off. The customer declined to troubleshoot for blank display. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.